Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: in use, a high pitch sound went off and cutting became dull. Another device was used to complete the case. Operative time was extended more than thirty minutes. No patient info available.